Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stocking out of this medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stocking out of this medication but no stock out report was printing nor was it coming up. A technical support specialist dialed into the server to run a variety of reports, referencing a knowledge article (hsv ¿ orphaned attention notices display in health sight viewer - bogus notice) for troubleshooting guidance. The stockout report was found to have been triggered. As the case had been open for four days, an email was sent to the customer to confirm whether the issue persisted. The customer responded, noting no communication from a technician in recent days. The tss explained the situation and outlined the possible root cause. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stocking out of this medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.